Manufacturer narrative:
(B)(4). Records indicate this lead remains in service. Should additional information become available, this report will be updated.

Event description:
Boston scientific received information that this implantable defibrillation lead had fractured. It was reported the patient had received a shock and experienced syncope. The device implanted with this lead had reverted to safety mode following the shock. The device was explanted and returned for analysis which found an arc mark on the titanium case. Review of the stored memory confirmed a short circuit condition was detected during a shock delivery. Arcing damage like that seen with this device is consistent with an attempt to deliver therapy through a shorted lead system. It was later reported that damage to the lead was noted during the device change out procedure to another manufacturer's device. The lead was repaired at that time and a lead replacement procedure was planned for a later date. No additional adverse patient effects were reported.